Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized in (B)(6) 2014 for high blood glucose of 400 mg/dl but did not receive any no delivery alarms. No further details provided.